Event description:
It was reported that the alarm light on the apix table stays on continuously. Also, the table works pluged in but will not work on batteries. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu battery was replaced, clearing the alarm light. The customer refused the replacement of the table batteries. The system was working when plugged in but not in battery mode. A f/u report will be filed when add'l details become available.